Event description:
During an investigation into a subsequent event a previously unreported event was discovered. Per the info provided to co through the means of the physician/surgeons operative report, it stated, "malfunctioning penile prosthesis". Procedure "a leak was noted in the tubing to the reservoir on the left side just near the connector. The connector was replaced and lines were purged of all air and refilled with saline. The reservoir connector was then exposed and disconnected. The reservoir connection was replaced. An area of suspicious thiness of the tubing and the reservoir side of the connector was excised and all the connectors were then checked. There was no evidence of any leak".